Event description:
The sales rep reports that, after the 12th or 15th shot, the device did not appear to be firing. Upon test fire outside of the patient, the instrument made a 1/2 straight shot. Subsequently, the q's were examined and "b" in shape was found.

Manufacturer narrative:
The returned device was received in the locked out position. The handle was opened and the shaft assembly removed. To functionally check the device the shaft assembly was manually pumped. A candy cane shaped construct was observed at the tip end. The device tip, responsible for the proper construct formation, was visually examined under magnification and it was noted that the tip was not completely machined. The root cause for the reported event malfunction is that sections of the eight degree surface on the left half of the tip were not completely machined.